Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the leak was observed at the proximal end of the hub. The complaint device was discarded. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). If follow-up what type: correction: device was not available for evaluation. MFR site: contact name. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The device was prepped prior to use with no issue or leak noted, which would suggest that the device was not damaged prior to use. The investigation was unable to determine a conclusive cause for the reported hub leak. The reported inflation issue appears to be related to circumstances of the procedure. There is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal femoral artery that was mildly tortuous and moderately calcified. The armada 35 was prepped according to the instructions for use. The balloon was advanced to the lesion but would not completely inflate at nominal pressure and a leak was observed in the hub. The device was withdrawn and an armada 18 was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.